Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user started receiving a sensor replacement alert on (B)(6) 2025, day 121 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the investigation showed no issues with sensor functionality. A review of the raw sensor data revealed optical instability in all sensing areas; however, this could not be reproduced during in-house testing. This may occur in instances where the failure mode present in the body is not reproduced in the lab. A review of dms data showed glucose blinding due to a communication issue involving an internal electronic component of the sensor. The combination of optical instability and communication issue resulted in glucose blinding across all channels, which triggered the sensor replacement alert. The user was provided with a sensor replacement as part of the resolution. B4.date of this report 28 sept 2025. G3.date received by the manufacturer 28 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 3224,628. H6. Investigation conclusions updated to 4315,4307.